Event description:
It was reported that, during the preventative maintenance, the fuse blew. Additional information received informed that the machine screen went white with a goodby message and there was a burning smell. There was no patient involvement.

Event description:
It was reported that, during the preventative maintenance, the fuse blew. Additional information received informed that the machine screen went white with a goodby message and there was a burning smell. There was no patient involvement.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the facility of the customer by a field service engineer (fse). The fse confirmed there was a burning smell coming from the machine. He replaced the power diode, the master control board (mcb), the voltage select board (vsb) and the filters. It was identified that the vsb had a blown capacitor causing the strong burning smell. A calibration was performed. The laser passed full functional and electrical safety testing. The vsb was returned to quality assurance laboratory, where it was thoroughly analyzed. Analysis identified that sections of the vsb had burned components. The laser power supply (lps) was returned to quality assurance laboratory, where it was thoroughly analyzed. The lps did not pass the functional testing as there was no power. It is most likely that there was an electrical fault with the vsb and the lps which contributed to the reported clinical observations. Based on the information available and service performed, the reported events are confirmed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.